Event description:
Major pump unit(s) involved: blood pump specific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: blood pump. Additional text: xve pump failed. Specific component(s) involved: other component malfunction, specify. Additional text: other component: pump failed. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of pump. Other intervention : type: lvad.